Event description:
The field service engineer (fse) stated that a burning smell and smoke was coming from the syringe home sensor on the architect analyzer. The instrument was turned off when the smoke was smelled. There was no injury.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.